Manufacturer narrative:
This serial number is associated with a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. The pt reported feeling a burning sensation around the ipg whether the stimulation is on or off, and even after turning the ipg off for several hours. Attempts to follow-up with the pt and next course of action have been unsuccessful. No further info is available at this time.